Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastro-pediatric biopsy forceps device was used during an endoscopic biopsy procedure. According to the complainant, during the procedure, they passed the device through the endoscope with no resistance. The procedure was completed with this device. After completing the procedure without issue, the device was inspected and it was noted that the coating of the shaft had been peeled off in 3 locations. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown. However, the patient was reported to be over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned device confirmed that the jacket was crushed and peeled in three places, exposing the coil. Although there was no resistance reported, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastro-pediatric biopsy forceps device was used during an endoscopic biopsy procedure. According to the complainant, during the procedure, they passed the device through the endoscope with no resistance. The procedure was completed with this device. After completing the procedure without issue, the device was inspected and it was noted that the coating of the shaft had been peeled off in 3 locations. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.